Event description:
The customer reported that he was hospitalized after the cannula on the sensor caused his site to become swollen and red. The customer stated that his sites are always red and hard when removing the sensors. The customer stated that he was treated with antibiotics and an IV drip. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.